Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: based on the photographic evidence of the subject ecr60t cartridge firing, the event description can be confirmed, however, the photographs do not provide evidence relative to what may have caused the issue.

Event description:
It was reported that during a laparoscopic gastric sleeve, third firing with black reload and gore® seamguard the device misfired. There was a deflection. The device fully cut and partially stapled on the patient side. The surgeon over-sewed to complete the case. There were no patient consequences.